Manufacturer narrative:
Patient ID: (B)(6). Weight, race, ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -9.50/1.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 16-jan-2020. On 09-dec-2021 the lens was explanted due to low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause of event was unknown.